Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the longer pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces to be rough and irregular. A separation was noted on the cylinder 1 exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic inspection revealed a site of confined abrasion adjacent to the separation. Partial separations were noted on both pump exhaust tubing and the pump inlet tubing. These were not sites of leakage. A slight delamination was noted at the base/bladder junction of cylinder 2. Testing revealed this to not be a site of leakage. Surface abrasion was noted on all pump tubing and strain relief, exhaust tubing and strain relief of cylinders 1 and 2, and the reservoir inlet tubing. No functional abnormalities were noted with cylinder 2 or the reservoir. Based on examination of the returned product, it was concluded that while in-vivo all of the pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the longer pump exhaust tubing. In addition, this positioning may have caused the exhaust tube of cylinder 1 to be kinked onto itself and abrade enough to result in a separation. Separations of these types would then allow the loss of fluid making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient presented with a device that could no longer be inflated. The pump was compressed and no fluid remained in the device. Depressed pump from kink in tubing was also reported. Upon explanting the entire device with only cutting the tubing at one location between the reservoir and the cylinders, there was no observed frayed tubing to indicate where the system leak originated. The surgeon notes during removal of the cylinders that there had been a distal cross-over at time of original implantation. This occurred on the patient left side - the distal cylinder was crossed to the right side and appeared to be compressed. It was noted there was a grafting procedure for peyronie's disease done at this location during original implant. A new narrow base titan touch cylinder set was placed due to observation that the left distal corpora space was scared from previous graft procedure and cross over, as the surgeon felt the tapered narrowed clyinder would be a more ideal fit for the patient.